Event description:
A report was received that the patient underwent a pocket revision due to it being uncomfortable due to weight loss, not device related. The patient is doing well following the revision.